Event description:
The home patient (hp) connected the heater line to the bag using a compact exchange device (cxd), but when she went to take it out, the line separated from the bag. The hp started over with new supplies. The hp stated she had been lifting by the cassette line, but the incident has not reoccurred since she started lifting it by the bag side. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.